Event description:
Reporter indicated a vns pt was having constant pain at the vns electrode site in the neck that was not related to stimulation. No trauma or device manipulation occurred. Disabling the vns did not resolve the pain. The pt was hospitalized and placed on morphine pain medication. The vns generator was explanted and the vns lead was left intact in the pt. The pt has since had a new vns generator implanted. After explant of the vns generator, the pt's pain resolved. The explanted generator has been returned and is currently in product analysis. Attempts for further information are in progress.